Event description:
It has been reported to philips that the wireless footswitch did not work no harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
When this complaint was initially reported, it was erroneously stated that the wireless footswitch did not work. The original complaint stated the foot switch did not work. Philips has investigated this complaint. According to the information provided, it was reported that the wired foot switch did not work, but after collecting additional information, the customer informed that there was a misunderstanding and there was no malfunction. The philips service engineer confirmed that there is no malfunction in the wired footswitch. The system is working as expected.